Manufacturer narrative:
B3 - date of event was unknown, hence captured as first day of ICU aware date. The returned pump was evaluated, and the event history log (ehl) was reviewed. It was found that ¿high alarm displayed: cassette not attached properly¿ messages were recorded. A review of the service history indicated that the device had not previously been serviced. The device underwent both visual and functional inspections. During inspection, a broken display glass and a defective dso sensor were identified. The customer¿s reported issue was confirmed, with the probable cause determined to be a defective dso sensor. The issue was addressed by replacing the dso sensor. The device will undergo functional and delivery testing following completion of the repair activities. Once satisfactory results are confirmed, the device will be returned to the customer.

Event description:
It was reported that the pump did not recognize the cassette, and the issue was identified during annual service. During the investigation, the event history log (ehl) showed alarm messages stating, ¿high alarm displayed: cassette not attached properly.¿ this malfunction makes the event reportable. No patient harm or adverse events were reported.